Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. Date received by manufacturer: international UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device does not operate using the battery. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10may19. Date rec¿d by MFR: 09may19. The customer reported that the device would recognized the battery but would not operate using the battery. The field service engineer (fse) performed an operational check and could not confirm the reported issue. The fse checked the event log of the unit, but the abnormality reported by the customer was not recorded. A standard device check was performed and no abnormalities were found. The fse concluded from the event log that the unit started up in diagnosis mode and was powered on internal battery. The battery was then depleted and the loss of power and the alarm was assumed to occur because of that. The fse concluded that the device was operating properly. The unit was given an overall check, cleaned, and passed functionality testing. Resolution and disposition: the unit was found to be operational. The reported error was not duplicated. The unit passed functionality testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.